Manufacturer narrative:
At this time, this lead has not been returned for analysis. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance measurements greater than 2000 ohms. The physician decided to continue to monitor the lead for awhile. Subsequently, additional information was received. It was reported that there was noise on the ra lead and a lead fracture was confirmed. The ra lead was surgically abandoned. No adverse patient effects were reported.